Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. There is also a concern that the battery depleted earlier than expected. There are no allegations against device function. The device will be returned for analysis.